Event description:
During deployment of vasoseal, the guidewire fractured and became dislodged in the left femoral artery. Physician stuck on the right and went around to the other side with a snare and retrieved the portion of the guidewire. Device sent to pathology.